Event description:
Boston scientific received information that, one year ago, this pacemaker had a longevity calculation of five years. Currently, the longevity calculation is three years. There were no changes in programming except the patient's rate increased from 60 to 70. Technical services (ts) performed a longevity calculation with current programming and the pacing rate was 7.9 years. Ts discussed it has been implanted for three years and for the first six months the device was programmed to 5 volts and the combination of these factor in on the longevity calculations. Ts indicated the device memory could be saved and submitted for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.